Event description:
Case report abstract indicates a total of six (6) post operative reactions with calaxo. However no definitive patient information is available for these cases.

Manufacturer narrative:
(B)(4).